Manufacturer narrative:
D10 concomitant products: fgs-0635 - fgs-0635 cf delivery dev caps bravo x5, lot# 63671f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, two capsules failed to attach to the esophagus. In both instances, the capsules were subsequently located in the stomach. The capsules were retrieved from the patient's body using forceps. During a second attempt to attach the capsule on the same procedure, it was again not successfully attached. The physician verified the capsule placement endoscopically. The deployment device was inserted with the capsule facing the tongue and maintained in the horizontal plane. Lubricant was carefully applied to avoid covering the suction chamber.